Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose.